Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic complaining of not feeling well and slightly symptomatic immediately prior to the pacemaker going to intervention rate. The pulse generator exhibited a diagnostics anomaly. The patient did not want any changes made to the device. The patient was fine and would continue to be monitored with routine follow-ups.